Event description:
It was reported that the patient received 35 inappropriate shocks due to oversensing. The lead was capped. No further patient complications have been reported as a result of this event.